Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 15, 2019 that a flexiva ID 200 laser fiber used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, a lumenis pulse 120 console was used. According to the complainant, during the procedure, the nurse removed the fiber and burned their fingers as the fiber connector was hot. The procedure was completed with a different type of laser fiber. Additionally, the nurse went to the employee health clinic but did not sustain any type of permanent damage as a result of the injury. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.